Manufacturer narrative:
Investigation of returned device determined the root cause of the leaking was a quick connect fitting insert possibly due to overtime use. The quick connect fitting insert was replaced. Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their coolsculpting elite system has a pink fluid leak under the system.

Event description:
A coolsculpting treatment provider reported to allergan aesthetics that their coolsculpting elite system has a pink fluid leak under the system.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.